Event description:
It was reported that the customer had a blood glucose level of 38 mg/dl while testing the transmitter. Customer stated that she woke up with a blood glucose level around 248 mg/dl. Customer was able to bolus and then ate breakfast. Customer ate 2 pieces of candy and feels fine. Customer has been experiencing low blood glucose levels. Customer was not admitted as an inpatient for medical treatment. Customer reported taking a probiotic medication recently, but is not sure if this would cause unusual blood glucose levels. It was found that the customer was following correct protocol. Customer was advised to monitor the pump and call back if issues persist. Customer was advised that the pump is working correctly. Customer's blood glucose level was now 91 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.